Manufacturer narrative:
The device and angiograms were not returned for investigation purposes. The complainant stated that the access was near a large branch vessel. The us IFU lists warning: do not use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1.) Anchor catching on the bifurcation or being positioned incorrectly, and/or 2.) Collagen deposition into the vessel. Due to not receiving the angiograms it cannot be confirmed, but it is suspected that the patient had a dissection or collagen deployed partially in the vessel which caused thrombus formation resulting in the reported filling defect (vessel stenosis). Dissections are a common large bore procedure complication. The following adverse events related to the deployment of vascular closure devices have been identified in the us IFU: local trauma to the femoral or iliac wall, such as dissection. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The us IFU lists access site complications requiring endovascular intervention as possible adverse events. Further investigation into risk documentation and device history record will be performed.

Event description:
A tavr procedure was performed on (B)(6) 2019. A clotting agent was given prior to closure. Following closure with manta 18f a post closure angiogram showed a filling defect. The physician chose to advance a balloon from the contralateral side and inflate. Following inflation, the defect was reported to have lessened as seen on angiogram, and the physician felt no further intervention was needed. A clot was seen on the suture and components of the manta closure device as the suture was being cut.